Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power error and low battery. The blood glucose at the time of the incident was is unknown. The customer stated that the low battery issue started 2-3 weeks back and the power error alarms had been happening for 2-3 days. Troubleshooting was performed and the customer was advised the insulin pump would be replaced for recurring alarms. The device will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms noted during testing. Power error noted due to connector resistance issue electrical board.